Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent anterior and posterior lumbar fusion and decompression surgery at l2-s1 levels. Intra-op, abdominal aorta was damaged during use of a paddle shaver and a ring curette. After that, cardiac surgeon operated hemostasis. The surgical time was extended more than 60 min. One out of three instruments caused abdominal aorta damage during curetting at l2/3 level and a shaver had a higher chance per surgeon comment. Spine surgery was aborted. Only a cage was inserted to the patient without posterior fixation. Patient complications were reported unknown. The products came in contact with the patient. Bleeding was reported as patient complications .